Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered pain, injection, worsened incontinence, urinary problems, dyspareunia, erosion and corrective surgery(ies). No additional information was provided.